Event description:
It was reported that the patient underwent a reimplant surgery due to the spectra conceal malleable penile prosthesis (spp) had malfunctioned. The spectra was removed and replaced with an inflatable penile prosthesis (ipp). The patient was stable after the procedure. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. There were no further patient adverse effects. The previous the device was not working but the specific issue was not evaluated by the physician.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Malfunction was reported. The spectra cylinders were visually inspected and functionally tested. One cylinder performed within specifications. One cylinder had a hole in the outer layer that was the result of tool damage consistent with explant damage. Due to the determination that the damage was due to explant, this observation will not be considered a probable cause for this event because it is a secondary failure. This cylinder was functional. No device malfunction or issue could be confirmed as a probable cause for the reported allegations. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent a reimplant surgery due to the spectra conceal malleable penile prosthesis (spp) had malfunctioned. The spectra was removed and replaced with an inflatable penile prosthesis (ipp). The patient was stable after the procedure. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. There were no further patient adverse effects. The previous device was not working but the specific issue was not evaluated by the physician.